Event description:
It was reported, the patient¿s lead had eroded through the skin. It was noted, the system was explanted. It was reported, the patient had drainage and incisional wound opening at the lead location. It was noted, the lead erosion area had healed well.

Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4), implanted: 2014 (B)(6); product type programmer, patient product ID 97754, serial# (B)(4), implanted: 2014 (B)(6); product type recharger (B)(4).